Event description:
The screw broke 6 hours into the surgery during the clean up of the pt. The pt was re-opened, and a new drill hole and screws were used to finish the surgery.

Manufacturer narrative:
Engineer reviewed but was unable to determine the cause of the breakage. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.